Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor was leaking fluorouracil into the packaging. This occurred before use of the device. The reporter stated that they dried the device and could not find the source of the leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection observed fluid inside of the bag in which the sample was received; a ruptured bladder was identified. The evaluation confirmed the reported leak. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.